Event description:
It was reported that revision surgery was performed due to loosening.

Manufacturer narrative:
Scratches on the taper of the hip stem are likely due to removal of the femoral head. There was not apparent damage to the femoral head.